Event description:
This pt went from the ER-MRI to the floor. A 24 hour protocol of methylprednisone 12,420mcg infused in nss 250ml on a dial-a-flow set of 15 cc/hr. The bag of fluid was completely infused - dial-a-flow was set at 15 cc/hr.